Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement, high pacing thresholds, and loss of capture with no asystole. Patient had routine follow up and it was noted that the atrial threshold increased to 3.7@1.5 during routing follow up. Outputs increase to 5v@1.5 ms and was able to capture. A new lead was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement, high pacing thresholds, and loss of capture with no asystole. Patient had routine follow up and it was noted that the atrial threshold increased to 3.7@1.5 during routing follow up. Outputs increase to 5v@1.5 ms and was able to capture. A new lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement , high thresholds and loss of capture (loc).